Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a neuro intervention procedure with an 8f sheath. Reportedly, resistance was felt while opening the foot and pushing the plunger. The device was removed without issue and an additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The mechanical jam and difficult to open or close were not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported issue could not be determined. It is possible the device was in the access site preventing the foot from opening. The unopened foot prevents the plunger from being depressed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.